Manufacturer narrative:
(B)(4). The device evaluation has been completed. The service engineer (se) replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs.

Event description:
It was reported that, on start up, a 980 ventilator generated a graphic user interface (gui) inoperative diagnostic message. The ventilator was not in use on a patient at the time the event occurred.